Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b1, b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of deployed valve exhibits central regurgitation was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (over-inflation, post-dilation) likely contributed to the event as central regurgitation was observed after the post-dilation, with an additional 1cc. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the transcatheter heart valve (thv) leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position using +1cc. At the conclusion of the tavr procedure, a mild paravalvular leak (pvl) with no transvalvular leak (tvl) was noted. Post-dilation was then performed with an additional 1cc, resulting in trivial-to-mild pvl, and tvl remained absent. A second post-dilation was preformed with +1cc, after which the pvl was of trivial degree. After the guidewire was removed from the left ventricle, all 3 leaflets were confirmed to be moving without prolapse; however, moderate tvl was noted from the commissure between the non-coronary cusp and the left coronary cusp, and the center. In response, the valve was expanded with +1cc and a second valve implanted.